Event description:
Customer reportedly obtained results of 480mg/dl and 160mg/dl on the advantage system within 10 mins. An add'l comparison reported states customer reportedly obtained results of hi and 150mg/dl on the advantage system within 10 mins. No adverse event reported. No action was taken based on device results. Requested return of suspect system and replacement was sent.